Manufacturer narrative:
Model number/ catalog number: sc-2218-50, serial number: (B)(4), batch/ lot number: 3024986/ 5144086, model/ catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was not getting any pain relief and was still in constant pain. The patient underwent an explant procedure and was doing well postoperatively.